Event description:
Wife of homepatient reported home pt felt overfilled while using the homechoice cycler to automated peritoneal dialysis therapy. Home pt wife stated there was a storm in the area, resulting in the power repeatedly being cycled off and on in her home while she was setting up the homechoice cycler. Once the setup was complete and her husband connected to the homechoice set, she left the room to make dinner. After an unspecified amount of time the wife returned to her sleeping husband, noting he was breathing heavy and his abdomen appeared distended. Wife of home pt states she could not remember if she had actually started the homechoice cycler into the initial drain phase of therapy when she left the room, however, when she returned to her husband she noted that the machine displayed "press go to start". The wife of the home pt stated she noticed that the 5000ml solution bag placed on the top of the homechoice cycler was completely empty of fluid. According to the home pt's wife, she pressed buttons on the homechoice cycler until the cycler entered into drain, removing approximately 6,121ml of fluid. The wife of the home pt stated she did not close any clamps while her husband was connected to the setup at "press go to start", or while she was pressing buttons to put the machine into drain. Wife of home pt stated there was no pt injury or medical intervention as a result of this incident.